Event description:
The reporter contacted animas on (B)(6) 2013 reporting that previous pump is completely nonfunctional. The reporter stated that the pump was dropped and broken last year. The patient is back on multiple daily injections. There is no reported adverse event with this complaint. This report is made based on the allegation of an unknown pump malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.